Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusor underinfused during infusion. The pump did not fully infuse the antibiotic during use. The device contained 8000mg flucloxacillin in 230ml 0.9% sodium chloride. It was further reported that the (peripherally inserted central catheter) PICC that was used had a kink. To resolve the issue, the kink was corrected, and the device was working well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 28, 2023 ¿ february 29, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.